Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this study is ¿low-severity metacarpal and phalangeal fractures treated with miniature plates and screws¿ which was published in october 2004 and is associated with the stryker variax hand minicondylar plates and screws. Within that publication, post-operative complications/ adverse events were reported, which occurred between october 1995 to october 2000. It was not possible to ascertain specific device information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 23 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses major extension lag or stiffness. 1 out of 3 cases. The study reports: ¿complications were recorded in 41% of the patients, but most of them were minor events without functional consequences: only 3 patients suffered a major extension lag or stiffness¿.